Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, (B)(4) on 5th august 2011. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed by the user on the (B)(6) 2012 and that it had performed to specification up to the (B)(6) 2015. After the (B)(6) 2015, the device records sixteen self-test fails during manual power cycles, due to a real-time clock error, alongside one log entry of corrupt data. The user would have been alerted with a "warning, device service required" prompt. No further log entries were recorded. On receipt, the pad clock failed to increment and a corrupt date and time where displayed. This would confirm the real-time clock error shown in the history log. The returned pad-pak was inserted into the device. The device was manually power cycled. During the power-up, no status led was visible. The device was then powered off and gave a "warning, device service required' prompt, again no status led flashed. A red status led and audible chirp would be expected as the device is now in fault mode. The device was disassembled to investigate. On visual inspection the coin cell battery on the pcba was found to be damaged, with one leg broken away from the main body of the battery. The coin cell battery was then replaced, and the time and date were then re-synchronised via the saver evo application. The returned pad-pak was then reinstalled, and the device successfully passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led flashed green throughout. The device current drain was then re-measured and was comparable with a known good device. This confirms the reported fault was caused by the broken coin cell which resulted in the corrupt data recorded in the history log. The absence of a status led as the led flash circuitry is due to these systems being powered by the coin cell. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.the pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device service required.